Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, there were extra bolus records in the bolus history. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: during investigation, the bolus history showed two boluses that were programmed from the meter. No meter was returned with the pump. The pump was exercised for 24 hours with a test meter and no boluses or extra bolus were recorded in the pump history during this time. Manually performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. The battery compartment is cracked above & below the bumper pad. The display screen has a pinkish contrast. Cartridge compartment is damaged at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).